Event description:
Note: event date is unk. It was reported to boston scientific corp via anvisa that a percuflex biliary drainage stent was used during a procedure in the bile duct of a pt. Difficulty to insert the device into biliary duct was experienced, which resulted in an increase in the procedure time and requiring another device to complete the procedure. Kinks were also reported, however, no info is available as to what component of the device kinked. No additional info regarding the circumstances surrounding this event have been provided. The regulatory authority has reported that no further info regarding this event is forthcoming.

Manufacturer narrative:
No contact name/title provided. The complainant was unable to provide the suspect device lot number; therefore, the device exp and manufacture dates are unk. No info is available regarding the status of the device. If the device is returned, an analysis will be conducted. If any further relevant info becomes available, a supplemental medwatch will be filed. (B)(4).